Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Upon review of medical records with (B)(6) 2015, it was reported that there was exchange of the femoral head for alleged sepsis and pain. Review of the medical records indicated that even though the patient had elevated white blood cells, sedimentation rate, and c-reactive protein labs, there was no growth on final cultures and no indication of infection or sepsis.

Manufacturer narrative:
Upon review of medical records (B)(6) 2015, it was reported that there was exchange of the femoral head for alleged sepsis and pain. Review of the medical records indicated that even though the patient had elevated white blood cells, sedimentation rate, and c-reactive protein labs, there was no growth on final cultures and no indication of infection or sepsis. Examination of the reported device was not possible as they were not returned. A search of the complaints databases identified no other reports against the reported femoral head. The patient was initially implanted with the depuy device in (B)(6) 2007 revised for alleged infection in (B)(6) 2009. It is not likely or reasonable to conclude the depuy devices contributed to the reported sepsis more than a year post implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.